Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain and discomfort and is scheduled for an upcoming revision approximately four (4) years seven (7) months post primary implantation. However, it is unknown if the revision procedure occurred. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03696, 0001822565-2019-03697, and 0001822565-2019-03698. Concomitant medical products: femur trabecular metal cruciate retaining (cr) standard porous catalog#: 42502806402 lot#: 62691372, articular surface fixed bearing ultracongruent (uc) right 13 mm height catalog#: 42522200613 lot#: 62552251, nexgen complete knee solution trabecular metal standard primary patella catalog#: 00587806532 lot#: 62756944. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain and discomfort and is scheduled for an upcoming revision approximately four (4) years seven (7) months post primary implantation. No additional information is available at this time.